Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Part of the upper frame shattered.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation. The result of the evaluation was that the right swingaway arm mounting bracket and right half arm socket were fractured in two locations, which confirmed the original complaint issue. However, it could not be determined what caused each component to fracture. The following were updated accordingly: report date, device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, and additional MFR narrative.

Event description:
Part of the upper frame shattered.